Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, it was noted that the lead may not be consistently capturing. The lv lead remains in use. No patient complications have been reported as a result of this event.